Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their blood glucose has been consistently high over the past two weeks, and that the insulin pump has alarmed with no delivery twice. The patient's blood glucose at the time of incident was 21.0 mmol/l. The customer confirmed that she cleared the no delivery alarms through changing her infusion set and reservoir, but the alarm would resume soon afterwards. Customer stated that her blood glucose has been high all week without the pump alarming, and she suspects that her pump settings for basal delivery are incorrect. The customer was advised to consult her health care provider about her settings. No products were shipped or returned.